Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that before a patient was to undergo an atrial fibrillation ablation procedure, the patient was placed under sedation and then the ultrasound catheter was inserted into the patients' anatomy. As the doctor was attempting to image the intra-cranial septum for transeptal access, it was noted that the catheter did not display an image. The doctor replaced the catheter cable but the issue remained. After the doctor removed the catheter and reinserted a new catheter, the reported issue was resolved and the procedure was completed. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint of the catheter displaying poor image was investigated. The returned catheter was inspected. During the investigation it was found that the root cause of this catheter complaint was stack damage due to user mishandling. The user is advised to use extra caution when handling the imaging area of the catheter. Investigation results suggest customer mishandling through stack damage. This is not an 803 reportable event, but because it required the full investigation results, an initial MDR was filed within the 30 day timeframe.